Event description:
It was reported that the 9600 system had an intermittent saturation fault during a pm. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The settings were corrected during the service call.the system was tested and found to be working as intended, and put back into service.